Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported downstream occlusion error which was reproduced. A review of the event history log identified downstream occlusion error. The cause was determined to be the force sensor out of specification. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete. Service evaluation found low audio. The cause was identified to be loose speaker. The rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion error. The problem was found during testing at the biomedical service department. There was no patient involvement. No additional information is available.